Event description:
It was reported that the volumetric accuracy was low dose was not correctly reading the measurements. The event occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no damage. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.